Event description:
Healthcare professional called to report a right-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed 40 mm dark patch edge material inside gel device. Additional, changed, and/or corrected data: d9, h3, h6.